Event description:
The stopcock is bursting under low pressure while injecting contrast media during a left ventriculogram procedure. No report of harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6), 2009 a non-abbott drug eluting stent was implanted. On (B)(6), 2010, an unknown rx xience v stent was implanted. On (B)(6), 2010, an xray of the patient showed nothing abnormal. Beginning mid august, the patient experienced problems breathing and on (B)(6), 2010, the patient underwent a CT scan which confirmed interstitial pneumonia; however, there were no symptoms noted. On (B)(6), 2010 the patient was admitted to the hospital. The patient was discharged from the hospital, date unknown; however, it is still not known what type of treatment was performed for the pneumonia. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Occurrence date estimated as (B)(6) 2010 as symptoms began occurring in mid (B)(6), 2010. There was no reported product deficiency. Infection (pneumonia) is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.